Event description:
New information received notes the patient's pacemaker was explanted and both the right ventricular and right atrial leads were capped on (B)(6) 2025. The patient is in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-11293. Related manufacturer reference number: 2017865-2025-11295. It was reported that the patient presented in the hospital for scheduled implant procedure. The patient's pacemaker, right ventricular and right atrial lead exhibited noise over-sensing resulting in pacing inhibition. The pacemaker and the leads were deactivated through programming on (B)(6) 2025 and replaced with dual chamber leadless pacemakers on (B)(6) 2024. The patient was in stable condition.